Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed corrosion on the force sensor assembly, battery connection, power circuit and the internal battery. A leak test was performed; the pump failed the leak test due to cracked display screen. Unrelated to the complaint, a review of the pump history revealed the pump powered down and lost time on (B)(6) 2013 at 4:35pm and then the date and time was corrected on (B)(6) 2013 at 4:45pm. The pump was unable to be exercised for 24 hours due to replace battery alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed corrosion and moisture in the pump. Corrosion was found on the force sensor assembly, battery connection, power circuit and the internal battery. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.